Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator failed to recognize pediatric defibrillation pads, charge or deliver energy to the patient, and the patient was not resuscitated. The customer did not allege that the device behavior contributed to an adverse patient outcome. A philips contract field service engineer (fse) evaluated the device. The device event log checked with no adverse hardware or software entries. The therapy cable was checked and re-seated but not replaced. The device passed all energy settings tests, including synchronized cardioversion. The device calibrated and tested through all functions with no issues presenting. No parts were replaced. The defibrillation pads were not made available to philips for evaluation. Philips requested but did not receive additional information related to the event. Philips is unable to determine the cause of the reported problem as it could not be reproduced. The device remains in service at the customer site. The information gathered for this report does not indicate a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator failed to recognize pediatric defibrillation pads, charge or deliver energy to the patient, and the patient was not resuscitated. The outcome of death occurred while the device was in use on a patient. Additional information has been requested.